Event description:
It was reported that the customer had no delivery alarms during the bolus on the insulin pump. Customer was advised to call the helpline at the time of the alarm in order to troubleshoot the set. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.